Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-24006. It was reported by the patient that she experienced pocket heating at the scs ipg site while charging. The sjm representative offered a replacement charger, however, the patient stated she feels pocket heating irrespective of charging. The patient requested an scs system explant. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.